Manufacturer narrative:
(B)(4). Insulin pump was received with minor scratched display window, cracked on lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a crack from the screen to the corner of the insulin pump and the battery compartment. Customer's blood glucose reading at the time of the call was 6.0 mmol/l. No further information reported.